Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the catheter became entrapped in the subarachnoid space in the lumbar region. The patient had two instances where the catheter was cut inside. It was stated the ¿drain consistency was not normal and the tip of the tuohy needle was sharper which raised the issue of manufacturing or storing as a cause of the entrapment inside the thecal sac.¿

Manufacturer narrative:
The entire kit was returned in the original, unopened packaging. Due to the device used during the procedure not being returned, the returned products were not tested. The tuohy needle was removed from the packaging and met the requirements for inspection. The instruction for use cautions, ¿improper use of instruments in handling or implanting edm catheter products may result in the cutting, slitting, breakage or crushing of components. Such damage may lead to a loss of system integrity, and necessitate surgical revision or removal of the system¿ all tuohy needles are 100% inspected at the time of manufacturing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported event included 2 lot numbers; however, it is unclear which lot number belongs to which case at this time. See MFR report number 2021898-2019-00009. If information is provided in the future, a supplemental report will be issued.